Manufacturer narrative:
Continuation of medical devices: product ID 355031, lot# n0051432, product type screening device. Product ID 3487a-45, lot# j0208412v, implanted: (B)(6) 2002, explanted:(B)(6) 2006, product type lead. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3487a-45, serial/lot #: (B)(4), ubd: 06-mar-2006, UDI#: (B)(4).device analysis for the lead (B)(4) revealed the lead conductor broken at the #0 connector weld site. Conclusion code belongs to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type ii. It was reported that in (B)(6) 2005, the spinal cord stimulation (scs) was not as desirable after twisting/muscle. The scs was not as strong or incorrect areas of right arm. Impedances were ran in the or on the table and were okay, except 0 electrode reported no impedances. Impedances could not be obtained with 0 electrode. There were intra-op problems with the snaplid. Kept reporting lead disconnected while attempting to screen. A new snaplid was used, all okay. The extension and ins was replaced. Post-op 0 electrode showed >4,000 when report was printed. X-ray showed the lead migrated caudal several vertebrae levels. The patient experienced loss of efficacy and never experienced good coverage after the ins was replaced. It was noted that every device setting combo was used at one time or another. The lead was explanted and replaced. The outcome was resolved without sequelae on (B)(6) 2006 no further complications were reported or anticipated.